Event description:
It was reported by the patient with this right ventricular (rv) lead that the communicator showed a flashing red call doctor icon (rcd) and showed a yellow sending wave. Technical services (ts) performed troubleshooting with the communicator connection. The communicator issue was resolved. Ts advised the patient to contact the clinic about potential change in the device. Latitude reports show that this lead exhibited high out of range shock impedance. No adverse patient effects were reported. The lead remains in service. Additional information received indicates that ts advised following actions such as continuing to monitor. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported by the patient with this right ventricular (rv) lead that the communicator showed a flashing red call doctor icon (rcd) and showed a yellow sending wave. Technical services (ts) performed troubleshooting with the communicator connection. The communicator issue was resolved. Ts advised the patient to contact the clinic about potential change in the device. Latitude reports show that this lead exhibited high out of range shock impedance. No adverse patient effects were reported. The lead remains in service.